Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of the investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint pt101 airvo 2 humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the videography and description of events provided by the customer and our knowledge of the product. Results: visual inspection of the videography provided by the customer demonstrated a faulty speaker with no audible alarm, confirming the reported event. Conclusion: it was confirmed that the audible alarm was not functioning. We are unable to determine the cause of the failure mode in this instance. It should be noted that the airvo 2 is equipped with both audible and visual alarms. The airvo 2 user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section the alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."